Event description:
During review of the event history by baxter-(B)(4) a 'battery depleted set alarm' was found to have interrupted therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The baxter field service technician repaired the device on site. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)

Manufacturer narrative:
This device is a remediated colleague pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false air in line alarm was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced onsite at the facility by a baxter field service technician to correct the reported condition. (B)(4).